Manufacturer narrative:
The pipeline flex device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment with flow diversion, this pipeline flex embolization device (ped) did not open. It was reported that the physician advanced medtronic microcatheter and distal access support catheter smoothly to peripheral, and tried deploying the ped from the m1, but ped distal segment did not open completely. The physician tried to re-sheathing the ped, but the issue was not resolved. The physician tried pulling and deploying the ped, but the distal segment of the ped did not open. The device was removed from the patient and procedure was stopped. The procedure was not completed. Reoperation was required due to the issue. The surgical time was extended by more than 30 min. No patient injury was reported. The vessel was reported slightly severe and large in diameter.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex was returned for evaluation within medtronic microcatheter. During evaluation, the pipeline flex was then pushed out of microcatheter without issues. It was found that the distal and proximal ends of the pipeline flex braid appeared to be fully opened and without any damages. No other anomalies were observed. Based on the returned device evaluation and reported information, we were unable to determine the cause of the device failure to open. It is possible that the patient's severe vessel tortuosity contributed to reported event. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.